Manufacturer narrative:
On 07/19/2016 the field service engineer (fse) found loose tubing on the probe wash collar that caused the leak. The wash collar was replaced to fix the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a contained blood leak from the probe inside the unicel dxh 800 coulter cellular analysis system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.